Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5 12.6 implantable collamer lens of -9.5/3.5/006 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for a shorter length lens due to excessive vault. Cause reported as unknown